Event description:
In 10/2004, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corporation. The reported incident involved a knee arthroscopy procedure in which during the procedure the pt sustained a second degree burn 1 to 5 cm in size.